Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the nurse that the bd intima ii¿ IV catheter had a black spot on the septum. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: a photo was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. A black spot was noted inside of the packaging of the device. The batch record also was reviewed, no related abnormalities were found. The most likely root cause for the foreign material observed on the product you received was related to poor cleaning of the machinery. To mitigate the reoccurrence of this issue the plant have placed bulletins in the facility to raise awareness for packaging operators.

Event description:
It was reported by the nurse that the bd intima ii¿ IV catheter had a black spot on the septum. Found before use. No reports of serious injury or medical intervention noted.